Event description:
It was reported that after implant of dual chamber ICD, it was noticed that the patient was experiencing what was thought was ventricular tachycardia. Interrogation of the device showed the patient was received antitachycardia pacing. Inspection of the stored electrograms from the device showed that the device was double counting atrial and ventricular signals on the ventricular sense amp channel. The patient was re-prepped for surgery and the right ventricular lead was removed. Inspection of the rv lead noted a kink approximately 25 cm from the proximal end of the rv coil was discovered and could be felt when running fingers across the body of the lead. A new lead was placed in the right ventricle.

Manufacturer narrative:
Analysis was normal. No anomalies were found.